Event description:
It was reported that a malfunction occurred, but there were no notable events leading up to it. There was no adverse impact to the customer¿s blood glucose level. Technical support provided the customer with information on how to reset the pump, assisted with the reset, and instructed the customer to call back if the malfunction code recurred. No further actions were reported.